Event description:
Boston scientific received information that this patient had been lost to follow up for over two years. The patient presented with syncope and a very slow underlying rhythm. System evaluation noted loss of capture, varying pacing impedance measurements with some out of range measurements that were less than 200 ohms. Additionally, there was noise which was oversensed and resulted in pacing inhibition and greater than two seconds of asystole for this patient. The physician suspected probable insulation damage to the right ventricular (rv) dextrus lead. The device was programmed to doo mode and the patient was scheduled for a revision procedure. The following day, the rv lead was removed from service and replaced without further incident. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains implanted. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.